Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump exhibited intermittent charging on the charging pad, with the charger¿s indicator light not remaining illuminated and charging being inconsistent. Symptoms included no clinical effects and no alarms. Outcomes included no impact on health and no medical intervention. Investigation included troubleshooting and user education. Investigation of this case revealed a suspected charger or charging interface malfunction consistent with a power supply or connection issue affecting the charging component. It was concluded, based on previously established findings for similar reports, that the cause was likely a component failure or connection anomaly within the external charging system.